Event description:
The tech reported that he took ap image on left elbow, however, when he went to qa the image, it was corrupted and unusable. He did have to repeat the image.

Manufacturer narrative:
(B)(4): investigation is still in-process. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).